Event description:
Reportedly, the sales rep received a bag of product from the customer containing "cracked sizers and handles". No additional information was provided. There was no indication as to the quantity or model type being returned. On 04/09/09, the device was received for evaluation. Althought it was asked, no information was provided as to the number of times used, number of times sterilized. It was apparently that the device had been used repeatedly. Sterilization and washing information has been requested (type of detergent/cleaner, additives, temperatures, times, etc.). Unfortunately, as this is not a serialized device, no device history record (DHR) review can be done. However, it was learned that the hospital routinely sterilizes all sizers prior to each case regardless of the make and model used. No additional information is availabe.

Manufacturer narrative:
Evaluation in process, not completed.

Manufacturer narrative:
Evaluation summary attached: one minor crack was detected at the cylindrical polysufone plastic connection to the handle rod. Both ends, the cylindrical and the replica are attached and intact, no missing pieces detected. After review of the evaluation, this is no longer determined to be reportable per edwards lifesciences procedures.